Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, 90% stenosed, de novo lesion in the mid left anterior descending coronary artery. During post-dilatation with the 3.0x15mm nc traveler rx balloon dilatation catheter, the balloon ruptured at 16 atmospheres during the first inflation. Another nc traveler balloon dilatation catheter was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.